Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad traces. There was no button error alarm during testing. The unit had minor scratched lcd window, cracked case near display window corners, battery tube threads, reservoir tube lip, reservoir tube. The numbers does not ramp up on its own or scroll bar moving with no input.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after it may have been exposed to moisture. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 160 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).